Event description:
It was reported that the patient had their device for 2 years with their condition was getting worse. The health care provider (hcp) had tried many settings and it didn't help at all, as one setting seemed the same as another. The patient had a loss of therapeutic effect and a loss of bladder control. The patient woke up soaked at night. The patient got no warning and by the time they got to the bathroom it was too late. Part of the issue was that they also had peripheral neuropathy in their feet and it took a while to walk to the bathroom. At night was terrible and the patient woke up very wet and couldn't make it to the bathroom, perhaps due to the slowness of their feet. The patient had had shots around the urethra to help hold up their bladder with no signs of help. Now they wanted to put botox in the patient's bladder, but that was every 6 months as it wears off and the patient didn't think that would be healthy. The patient couldn't catheterize themselves. There was no known accident or incident related to the event. The patient would adjust the amplitude and track their symptoms. It was further reported that the patient was no longer using their device because it wasn¿t working. The patient¿s hcp had taken a look at the device and the signals were reaching the bladder, but the bladder wasn¿t emptying.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3889-28, lot# v113835, implanted: 2008 (B)(6); product type lead. (B)(4).